Event description:
Philips received a complaint on the v200 ventilator indicating that the device was not achieving tidal volume as the exhalation flow sensor had an issue. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The field service engineer (fse) informed the customer that the device model of the v200 device experiencing the flow sensor issue was end of life (eol) and no part support was available. As the device model line of v200 is eol, the fse recommended to the customer to upgrade the device to a model with support available. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: reporting institution phone: (B)(6). Reporter phone number: (B)(6).